Event description:
Report rec'd from the USA stating that during pre-check, it was discovered that the motor device was "showing an e6 overheating error." There were no delays to surgery as an identical spare motor device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was rec'd for eval. The motor device was tested and the reported condition was duplicated. Evidence indicated that was due to excessive force. The reported condition was confirmed. If add'l info is rec'd, a supplemental report will be sent.